Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device caused or contributed to the reported event. The pt reports pain, stomach swelling and difficulty sitting for long periods because of constricting abdominal pain. The ventralex mesh has not been indicated to be explanted, however, it was reported the surgeon suggests the ventralex mesh may have "buckled." Additionally, medical records have not been provided. A product code and lot number was provided, however, the lot number is invalid, therefore, a mfg review is not possible at this time. If add'l info is provided, a supplemental report will be submitted. See MDR 1213643-2012-00480 for info related to the first ventralex mesh implanted on (B)(6) 2009.

Event description:
The following info was reported by health (B)(6): on (B)(6) 2009, the pt underwent original hernia repair surgery with a ventralex mesh. Pt reports that after surgery, she was in constant pain (described as stinging and burning), particularly while sitting. On (B)(6) 2009, pt underwent second surgery, replacing original implant (ventralex mesh) with a second mesh (ventralex mesh). Pt continues to report pain, stomach swelling and difficulty sitting for long periods because of constricting abdominal pain. On (B)(6) 2011 - surgeon suggests that patch may have buckled.